Manufacturer narrative:
On 8/12/2019, it was reported to mentor that the replacement devices were mentor smooth round moderate profile 325cc. The patient experienced capsular contracture baker grade iii on the right breast implant and capsular contracture baker grade ii on the left breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian patient underwent a breast augmentation primary with a mentor smooth round moderate profile 325 cc and experienced deflation on the right breast implant. The patient ¿ felt a ridge at the top ¿. Last few weeks unable to lay on left side due to discomfort. The patient experienced pain on the left breast. As a result, the patient had undergone removal on (B)(6) 2019. This medwatch is for the left breast implant.